Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a low blood glucose value of 49 mg/dl. The customer was treated with carbohydrate. The device is expected to be returned for analysis.

Manufacturer narrative:
Pump passed displacement test, self test, operating currents, off no power, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. Pump passed the delivery accuracy test. Drive support disk was inspected and no anomaly was noted. Unit received with minor scratched display window, cracked case at display window corner, broken battery tube threads, cracked reservoir tube lip and stained address/serial number label.